Manufacturer narrative:
The fe performed the camera adjustments in accordance with the current service cd guidelines. A new reference image has been taken and the camera now reads 110 (spec 101-128) which is within the specifications required. Repairs have returned this instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 130 which is out of specification. The reader camera was out of specification on 3 different occasions. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. This is 1 of 3 incidents. (B)(4).